Manufacturer narrative:
Date rec'd by MFR: 13jun2019. Date of report: 05aug2019. The field service engineer (fse) evaluated the ventilator and confirmed that the touchscreen would not work intermittently. The fse replaced the touchscreen and the new touchscreen passed calibration testing. The ventilator passed functionality testing after the repair was completed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by manufacturer: 05sep2019. Date of report: 09sep2019. The replaced touchscreen was returned and failure investigation was performed on (B)(6) 2019. It was determined that the pin to pin resistances and resistance ratio were out of specification, which caused the reported touchscreen failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/12/2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported that the ventilator's touchscreen failed. There was no patient or user involvement.